Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim screen issue. The reporter stated the issue began approximately a month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.